Event description:
Customer called to report a centrifuge bowl leak during treatment. Procedure was aborted. There was a leak centrifuge alarm during the buffy coat collection of the third cycle. Physician decided to give pt 500ml electrolyte solution to compensate the volume and have an extra blood count later today. Pt was fine during and after the procedure. No svc order was generated. The customer sent photos for eval.

Manufacturer narrative:
A photo analysis was conducted for this complaint. The bowl manufacturer performed an analysis of the complaint and confirmed that a blood leak had occurred through the bowl seal, but was not able to determine a root cause for that leak. A review of the device history record found no anomalies. All bowls are 100% leak tested during manufacturing. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action is taken through the CAPA/continuous improvement processes. (B)(4).

Manufacturer narrative:
A review of lot c749 was performed and there were no non-conformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, centrifuge bowl leak/break and leak centrifuge alarm. There were no trends detected. There was no CAPA initiated for complaint category, centrifuge bowl leak/break or leak centrifuge alarm. The assessment is based on info available at the time of the investigation. Analysis of the photos sent by the customer is in progress at the time of this report. A supplemental report will be filed with the results of this analysis. (B)(4).